Manufacturer narrative:
It was learned that this device was explanted due to degeneration. Structural valve deterioration (svd), or degeneration, is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The specific nature of this degeneration cannot be confirmed without the subject device. No further actions are possible with the available information.

Manufacturer narrative:
In this case, there is insufficient information to conclusively determine the root cause of this event. There have not been any allegations of a malfunction or deficiency related to the edwards valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
As reported, this patient required a valve-in-valve procedure after approximately 9-10 years (exact implant date is unknown) within an existing edwards bioprosthetic valve. The reason for redo-avr is unknown. The patient reported to have a "rare disease" and could not undergo surgical valve replacement. A transcatheter heart valve was implanted successfully. The patient is reported as stable. No other details have been provided.